Event description:
The customer reported negatively biased quality control results following calibration of vitros vanc reagent on a vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer did not process pt samples while quality control results were unacceptable. There was no report of pt harm as a result of this event. (B) (4).

Manufacturer narrative:
The investigation determined that the customer experienced analyzer condition codes and calibration failures while attempting to calibrate a new vitros vanc reagent lot 1514-11-8931. Routine troubleshooting did not resolve the issue. Ocds field service investigated and made necessary adjustments to the micro tip subsystem. Following the service activity, calibration of vitros vanc reagent lot 1514-11-8931 was successful and acceptable performance has been maintained.